Event description:
A leak was found in the tubing for a rapid infuser after rapid infusion was initiated. The leak was found during infusion at y-junction of the tubing. A new tubing was primed and connected to the infuser after the old tubing was discarded due to the leak. However, a leak was found in the new tubing as well. No harm to the patient was noted except that the patient received cold blood instead of warm blood. Both tubing sets were discarded by staff. The box says that the IV tubing was "helium leak tested" but it still leaked. Our materials manager will be notifying the manufacturer about this defective product.